Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, the pump was returned without the keypad without the rubber cover. All keys were responsive to user presses. The tape was removed from the keypad and there was contamination founder under all the key contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and contamination under the buttons. This report is made based on results of investigation completed on 05-feb-2019.